Manufacturer narrative:
D4: serial number updated. H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Although the product was not returned the software files were downloaded from the device and provided for investigation. The user might have disconnected and re-connected handpiece in non-active state and then moved to active handpiece state or error might have occurred in non-active handpiece state due to which tcu went into fault state. Since the bone removal state requires the tool to be in ready state, and if tcu is not in ready state then it may lead to unexpected pfs error showing up. The symptoms relating to the problem can be compared to a known bug. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with a known bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. A functional evaluation was performed. The reported problem was not confirmed. The drill passed kpc testing & completed a case. Cable testing passed. Mulimeter, oscilloscope, & portescap testing passed. Disassembly showed nothing that related to the reported complaint. A log file review was performed. The reported problem was confirmed. The files pointed to a software bug. The most likely cause of this event occurred as the result of a software bug. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.

Manufacturer narrative:
H6: medical device problem code, h9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number. Section h3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6) , used for treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. A functional evaluation was performed. The reported problem was not confirmed. The drill passed kpc testing & completed a case. Cable testing passed. Mulimeter, oscilloscope, & portescap testing passed. Disassembly showed nothing that related to the reported complaint. A log file review was performed. The reported problem was confirmed. The files pointed to a software bug. Another possible cause for this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H1: type of reportable event, e1: name and address, h6: component code, type of investigation, investigation findings and investigation conclusions.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, when attempting to begin bone preparation of the distal femur, they experienced a real intelligence robotic drill pfs error (drill disconnect error) (case- (B)(4)). This forced them to quit the case. When attempting to re-enter the case, they experienced an ¿internal error¿ message, which forced them to hard-shut down the real intelligence cori (case- (B)(4)). Upon reentering the system, they attempted to connect/calibrate a second real intelligence robotic drill. The second drill connected/calibrated successfully, but when attempting to prep the distal femur again, the drill would not operate at normal/ expected speed when applying full pressure to the footpedal (case- (B)(4)). The procedure was completed with manual instrumentation with a delay greater than 30 minutes. The final outcome was successful, and patient was not harmed beyond the reported problem.